Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported via trial that the vessels treated during the index procedure were the mid lad and proximal rca. Revascularization was performed on the mid lad due to restenosis during which a xience v stent was placed for treatment. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stenosis, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. This effect is not necessarily an indication of a product quality issue. The hospitalization was the result of the restenosis, although the type of treatment was not reported. Additionally, there was no reported device malfunction at the time of the procedure. A conclusive root cause cannot be determined for the reported patient effect and the relationship to the xience v stent delivery system.